Event description:
It was reported that the communicator cellular adapter was hot to touch and was not functioning. A boston scientific company representative discussed with the patient advocate and opted to replace the entire system. The communicator was deactivated. A return label was sent. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.